Event description:
The customer reported that erroneous complete blood count (cbc) results with hemoglobin and hematocrit (h&h) definitive flags were recovered for seven patient samples run on a coulter lh 750 hematology analyzer compared to results from a re-run on another beckman coulter instrument, which were considered correct. The customer also indicated that quality control (qc) results were intermittently high on cbc parameters. The customer provided initial results for seven patients, but only provided re-run results for five of the seven patients; therefore, the erroneous results could only be substantiated for the five patients for which complete results were provided. Erroneous patient results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/24/2015. The fse indicated that he replaced rbc diluent dispenser pump, as there was an air leak from the diaphragm, causing bubbles to form in the dispenser. This resolve the issues reported by the customer. The system performance was verified. Data for the remaining patients is provided in the patient results attachment. Weight was not provided for any of the patients.